Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 8703 lot# j94133019 implanted: (B)(6) 1994. Product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was receiving 50 mg/ml dilaudid at a dose of 10.01 mg/day (old concentration of 500 mg/ml at the same dosage) via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that the patient¿s concentration was changed last month when she changed pain clinics. The patient said she had to get refilled every month not every three months now. The patient said since the concentration change she was more uncomfortable and had more pain. The patient said that the change was made due to a granuloma. The patient stated that her back was irritated more. The patient dozed off due to the oral medications. The patient stated that the pump was not effective as it was before the concentration was changed. The patient stated she used to be able to lay down for 3 hours and now could only lay down for 1 hour. The patient was exhausted because of it. The patient stated that her healthcare provider (hcp) did not listen and only talked. The event date was stated as (B)(4) 2017. There were no further complications reported or anticipated.